Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a batter depletion (bd) alert. Device data was submitted for technical services review. Upon review, technical services confirmed the device was depleting faster than expected and recommended replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was submitted for technical services review. Upon review, technical services confirmed the device was depleting faster than expected and recommended replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. In march, the local sales representative reported that the patient was scheduled at the hospital for a device replacement, but has refused to undergo the procedure. As of today, the device remains implanted and in service. This report will be updated if additional information is received in the future. Additional information was reported that the patient underwent the device replacement procedure in april. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was submitted for technical services review. Upon review, technical services confirmed the device was depleting faster than expected and recommended replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative later reported that the patient was scheduled at the hospital for a device replacement, but has refused to undergo the procedure. As of today, the device remains implanted and in service. This report will be updated if additional information is received in the future.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was submitted for technical services review. Upon review, technical services confirmed the device was depleting faster than expected and recommended replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. In march, the local sales representative reported that the patient was scheduled at the hospital for a device replacement, but has refused to undergo the procedure. As of today, the device remains implanted and in service. This report will be updated if additional information is received in the future. Additional information was reported that patient underwent the device replacement procedure in april. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.